Manufacturer narrative:
During surgery the tulip head of one iliac screw disengaged from the tulip and the thread in the shank was stripped. Fixation was applied from the upper thoracic spine to the iliac spine. The surgeon elected to leave the screw in place due to the length of the construct and point at which the component separation occurred. The surgeon will continue to monitor the patient. No further investigation can be completed at this time. No revision surgery is scheduled. The root cause of this reported event has not been determined. Review of labeling notes: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body . . . ". Device remains in-situ.

Event description:
On 12/12/2016 it was reported that during a thoracic lumbar surgery on (B)(6) 2016, the tulip head of one iliac screw disengaged and the thread in the shank was stripped. The screw was left in the patient and no patient injury was reported. The surgeon has elected to monitor the patient. No revision surgery is scheduled at this time.